Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented remotely through merlin.net transmission, noise was observed on the right ventricular lead. It was noted that the rv lead impedance had been fluctuating and most recently has been increased. Other electrical measurements were normal. The patient will be monitored with routine follow-ups.